Manufacturer narrative:
H6: investigation summary- customer reported a failure on a bd bactec fx top packaged (p/n 441385, s/n (B)(6)). Customer requested for cleaning blood residue in station b of drawer b. Bd field service engineer (fse) was dispatched and observed the bottle to leak in the station. The fse cleaned the debris and performed decontamination procedure in the station. This is an unconfirmed failure of the bd product as this is customer workflow induce. Review of device history record for instrument serial number, (B)(6) not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Device was installed on (B)(6) 2014. Service history review was performed for the instrument (B)(6) and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation. If samples are received at a later date, the complaint may be reopened. The root cause was broken bottle debris. Bd quality will continue to closely monitor for trends associated with this failure.

Event description:
It was reported that instrument top bactec fx packaged bottle leaked and left dried blood in a drawer. The following information was provided by the initial reporter: it was reported that dried blood in drawer b in station h7. Customer problem: the customer report they saw dried blood that had at some point leaked from a bottle. Steps were taken with customer/troubleshooting: the customer was able to clean up the blood in station h7 in drawer b, however, they were not able to get to some of it. The customer is requesting an fse come out and clean up the rest of the dried blood.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that instrument top bactec fx packaged bottle leaked and left dried blood in a drawer. The following information was provided by the initial reporter: it was reported that dried blood in drawer (B)(6) in station (B)(6). Customer problem: the customer report they saw dried blood that had at some point leaked from a bottle. Steps were taken with customer/troubleshooting: the customer was able to clean up the blood in station (B)(6) in drawer (B)(6), however, they were not able to get to some of it. The customer is requesting an fse come out and clean up the rest of the dried blood.